Manufacturer narrative:
No unexpected battery power loss alarm noted during testing. Device passed the displacement test, sleep current measurement and active current measurement.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump has an unexpected loss of power. The customer's blood glucose was unknown at the time of incident. The pump will not turn on and the battery cap has been replaced. The insulin pump needs to be replaced. The insulin pump will not be retuned for product analysis.